Manufacturer narrative:
The reported failure of active exhalation verification testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to fail active exhalation verification testing for pilot difference during testing. There was no patient involvement and no harm or injury reported. It was reported that replacement of trilogy evo proportional valve (aecm) and the trilogy evo 3 way solenoid were required to address the issue. Onsite service for repair has been scheduled but not yet completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.